Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 68-year-old male patient underwent tevar on (B)(6) 2019 to threat his stanford type b aortic dissection. A zteg-2pt-38-28-199-pf was placed from zone 2. It was planned to place an esbe-32-80-t-pf distally, but a decision was made not to use the esbe since the sheath tip had a wave shape ((B)(4)). Instead it was decided to use the complaint device zteg-2p-30-200-pf-d. The device was inserted and reached its target site, but when the physician attempted to withdraw the sheath it could not be moved, and in addition the grey positioner got kinked. The stent could not be deployed, and it was decided to finish the procedure without placing an additional graft. No adverse effects to the patient have been reported. No imaging was provided, and no product returned. The IFU states: "if extreme difficulty is encountered when attempting to withdraw the sheath, place the device in a less tortuous position that enables the sheath to be retracted. Very carefully withdraw the sheath until it just begins to retract, and stop instantly. Move back to original position and continue deployment". The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. It has not been possible to establish a likely cause for this complaint, since no information about the patient anatomy was given. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to device under 510(k)/PMA: p070016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: tevar was performed by following the IFU procedure. The stent grafts were supposed to be implanted from zone 2. First, zteg-2pt-38-28-199-pf was placed from zone 2 as planned. Then, the complaint device esbe-32-80-t-pf (lot: e3474528) was scheduled to be added to the distal end of the zteg-2pt-38-28-199-pf. However, the user found that the sheath tip of the complaint device esbe-32-80-t-pf already had wave-shaped and gap, so he decided not to insert the extension graft into the patient¿s body. ((B)(4)). Afterward, he went with another plan that he would create many overlapping with the complaint device zteg-2p-30-200-pf-d (lot: e3663652) and the first placed stent graft, and then he attempted to place the complaint device zteg-2p-30-200-pf-d. When the complaint device zteg-2p-30-200-pf-d reached the target site, and the user stabilized the gray positioner (introduction system shaft) and withdrew the sheath until the graft was fully expanded and the valve assembly docked with the control handle, the sheath was too tough to be withdrawn and did not move at all. The user tried to withdraw the sheath, but the gray positioner got kinked. The stent could not be deployed. ((B)(4)). Consequently, the user relinquished adding a graft as the extension to the distal part of the main graft. Fortunately, it was not observed that endoleaks occurred. For this reason, the procedure was finished, and the patient would receive a follow-up examination. Patient outcome: no adverse effects to the patient were reported.